Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during two different procedures. It was reported to boston scientific corporation that an advantage system device was implanted into the patient during an advantage sling procedure performed on (B)(6) 2011 to treat stress urinary incontinence. As reported by the patient's attorney, the patient suffered from stress urinary incontinence after the implantation of the first device, uphold vaginal support system, on (B)(6) 2011 and later had a revision surgery with an advantage system device. Subsequently, the patient had to undergo permanent sacral stimulation performed on (B)(6) 2014. The patient was also implanted with a non-bsc device on (B)(6) 2004. Boston scientific has been unable to obtain additional information regarding the event to date.